Manufacturer narrative:
Lens was returned dry in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to lens surface. Dimesional inspection found lens to be within specification. (B)(4).

Manufacturer narrative:
Pt info: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -9.5/+4.0/089 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2018 due to low vaulting. The surgeon does not plan to implant another icl lens.